Event description:
It was reported that following the implant procedure, the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. A high capture threshold was also observed from the right ventricular (rv) lead. The physician elected to cap and replace the lv lead. The rv lead was also repositioned to resolve the event.